Manufacturer narrative:
There was no issue found with the device. Alarm audit logs were obtained and reviewed by philips. An ECG electrode inop was generated at 4:25:48, and this alarm was not acknowledged until 4:52:12am. Immediately after the inop error was acknowledged, a red brady alarm was seen at 4:52:15. No asystole alarms were seen, however, additional red brady alarms were seen at 5:21:34, 5:44:09, and 5:44:51. A philips field service engineer (fse) went to the customer site, and performed quality and functional testing. No issues were found during testing; the device performed according to specifications. No parts were ordered and no repair was warranted. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.

Event description:
The customer reported that the monitor did not alarm for an asystole event when an alarm was expected. Details about the impact to the patient have been limited to date. The event occurred on (B)(6) 2019 in bed 28-1 in the timeframe of 4:27-4:53. The patient was described to have had an asystole event. Information was received indicating that resuscitation measures were taken.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor did not alarm for an asystole event when an alarm was expected. Details about the impact to the patient have been limited to date. The event occurred on (B)(6) 2019 in bed 28-1 in the timeframe of 4:27-4:53. The patient was described to have had an asystole event. It is unknown if the patient suffered any harm.